Manufacturer narrative:
The patient samples were collected in serum separator tubes and were centrifuged on the customer's automation line on the power processor unit. The customer reported that there were no sample related issues observed at the time of the sample testing; however the samples were initially processed through an automation line and the customer would not have observed the sample tube prior to the sample being tested. Per the customer complaint records, qc was performing within the customer's established ranges at the time of the event. Per service records, system checks were performed on (B)(4) 2011 and passed within instrument specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated beta - human chorionic gonadotropin (bhcg) result above the normal reference range for one (1) patient generated by the unicel dxi 800 access immunoassay system. The erroneous result was reported out of the laboratory. Repeat testing of the patient sample the following day produced a lower result within the normal reference range of the assay that was not questioned by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.